Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist emailed that her employee has been whitening at-home for 6 days using the kor product and desensitizer and woke up on (B)(6) 2015, w/swollen tingling lips. Emailed dr. (B)(6) back and let her know that the employee should cease using the desensitizer immediately and indefinitely and see her medical doctor, due to possible allergic reaction to the hema in the desensitizer. Dentist emailed back on (B)(6) 2015 to let us know that the swelling of her employee's lips had subsided substantially and the tingling she had felt was gone. Employee is completing her at-home whitening.